Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified sensor issue occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient experienced diabetic ketoacidosis with diabetic coma, she was feeling tired before and lethargic. The husband called a friend who called an ambulance. The patient was unconscious and didn´t know what happen after the paramedics arrived or if there was any treatment done by them. The patient was taken to the hospital, and she does not remember anything until 2 days later when she woke up in the hospital. The patient was hospitalized on monday (B)(6) 2023, regained consciousness on (B)(6) 2023 and was discharged on (B)(6) 2023. It was reported that the patient´s bg (blood glucose) reading was 948 mg/dl at some point of the event, but she did not remember if it was the paramedics who took this measurement or if it was at the hospital. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. The reported event of an unspecified sensor issue is reportable based on the finding of signal loss greater than an hour. No additional patient or event information is available.